Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The procedure was completed successfully. After the procedure, the physician reported to an abbott employee proctoring the event that " he is missing the option to release the tension of the guide at the stabilizer due to the break of the guide attach. He also has the impression, that the guide isn't totally stable. He mentioned the guide was turning a bit backwards after taking the hands off the guide." No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of the sgc and user concern of sgc movement/tension. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1069;1528.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer and needed more force to detach the sgc. It was also noted that the stabilizer seemed unstable and the attachment of the sgc was broken. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.